Manufacturer narrative:
Analyzer performance testing was completed and was within specifications. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient sample from the cobas e411 disk analyzer. The initial result was 106.6 pg/ml with a data flag and was reported outside of the laboratory. The sample was repeated on a cobas h232 meter and the result was < 50 ng/l. The sample was repeated on the cobas e411 and the results were < 3 pg/ml with a data flag and < 3 pg/ml with a data flag. A new sample was taken from the patient and the result was < 3 ng/ml with a data flag. The reagent lot number was 38153901. The expiration date was requested but was not provided.

Manufacturer narrative:
Calibration and qc recovery were acceptable for the date of the event. The instrument check data was acceptable. The centrifugation time was insufficient according to the tube manufacturer's recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.